Event description:
It has been reported that the needle 26x1/2 rb has been found experiencing three occurrences of blocked needles during use. The following has been provided by the initial reporter: material no. 305111 batch no. Unknown ( provided 8361850 which is not a matching lot to item 305111). It was reported the needle was blocked. Description of issue: customer reported the same issue with 3 needles from the same lot for the last 1.5 months. Event date set to (B)(6) 2019 because customer stated the first event was about 1.5 months ago. Customer stated second event was about 3 weeks ago, and third event was yesterday. Customer reported that in each instance, when she attempted to pull syringe plunger to draw insulin from insulin vial into syringe she was unable to pull the plunger and no insulin was pulled up through the needle. In each instance customer stated she changed the needle, not the syringe, and was able to successfully draw out insulin and proceed with loading her cartridge without issue. Number of occurrences: 3. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 8361850.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 8361850 was reported but is not valid for this product. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the needle 26x1/2 rb has been found experiencing three occurrences of blocked needles during use. The following has been provided by the initial reporter: material no. 305111 batch no. Unknown ( provided 8361850 which is not a matching lot to item 305111). It was reported the needle was blocked. Description of issue: customer reported the same issue with 3 needles from the same lot for the last 1.5 months. Event date set to 9/1/19 because customer stated the first event was about 1.5 months ago. Customer stated second event was about 3 weeks ago, and third event was yesterday. Customer reported that in each instance, when she attempted to pull syringe plunger to draw insulin from insulin vial into syringe she was unable to pull the plunger and no insulin was pulled up through the needle. In each instance customer stated she changed the needle, not the syringe, and was able to successfully draw out insulin and proceed with loading her cartridge without issue. Number of occurrences: 3. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 8361850.